Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) would not adjust; the light intensity would not go lower. It is unknown whether there was patient involvement; however, no patient injury, death or surgical delay was reported. During evaluation at integra's service and repair depot, the technician discovered that fuses were blown in the power entry module.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned to the service and repair depot: failure analysis: during evaluation of the xenon lightsource, the unit would not power on when the power button was pressed. It was discovered that the fuses were blown in the power entry module. Both fuses were replaced to correct this issue. In addition, the display on the front of the unit was distorted. The unit failed attenuation memory test and the control button on the front of the unit was not working. The control board and the control membrane were replaced to correct these issues. Root cause analysis: the returned xenon lightsource was received in used condition with blown fuses due to a failing power supply and damaged control board. The reported complaint was confirmed. No manufacturing, workmanship, or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.